Manufacturer narrative:
Product event summary: at analysis the device failed its e-field test though it was additionally noted that it was able to interrogate devices and that it passed its functional testing when used with a known good lower case. It was determined that the device had internal corrosion and was unrepairable. It was to be scrapped and replaced.

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.